Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=24.3 counts avg/day, in 153.88 days, between (B)(6) 2010.

Event description:
It was reported that the lead was measuring high impedance. The lead was capped. It was additionally reported that another lead has a high sensing integrity count and is oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.